Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 6mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured at 12 atmospheres. The balloon was removed without any problem and procedure was completed with another of the same device. No complications were reported, and patient was in good condition post procedure.